Event description:
It was reported that the patient experienced an increase in seizures following trauma to the generator site. The patient was referred for surgical consult. Attempts to obtain additional relevant information have been unsuccessful to date.